Event description:
While performing a startup cycle on the coulter lh 750 hematology analyzer, a customer heard a pop and reported the top of the diff waste chamber came off and fluid leaked out. The instrument was promptly powered off until serviced (the diff waste chamber could potentially contain blood, diluent and pak-reagents at the beginning of the startup cycle). The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injuries occurred, no exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found the top section of the diff waste chamber separated from the bottom section. The diff waste chamber, pinch valve (which was found to be cracked) and the black single pinch valve (which vents the 30psi from the chamber) were replaced. The fse also removed, inspected and cleaned the rs/opto interface board (which is located in close proximity to the chamber). The repair was verified and the instrument was validated. Per fse, the plastic diff waste chamber was more than eight years old. The single pinch valve was not properly venting the 30psi to the chamber and caused pressure to buildup. The top section of the diff chamber separated from the bottom because of this pressure buildup. The chamber is contained inside the back of the instrument and there is no potential for injury. (B)(4).